Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post filter deployment, computed tomography (CT) revealed that the inferior vena cava filter was in place. Eventually three months later, another computed tomography (CT) was performed and compared with earlier reports. It revealed an inferior vena cava filter was noted, infrarenal in location. Eleven months later, an attempt was made to retrieve the filter. Through the right internal jugular vein, wire was advanced. Multiple attempts were made. But, the filter was not removed. The inferior vena cava in the region of the filter was likely occluded and scarred secondary to old clot and scarring. Subsequently seven years and six months later, computed tomography (CT) revealed that the apex of the filter was in the center not touching the inferior vena cava wall. The filter was in satisfactory position located 7 mm below the most inferior renal vein. The most posterior strut was located 3 mm beyond the wall of the inferior vena cava with a clear fat plane without entering the adjacent organs. There was no fat plane between the remaining struts and the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient as a prophylactic procedure. Approximately eight years and eleven months post filter deployment, computed tomography (CT) abdomen was performed, it revealed that the filter struts perforated. The device has not been removed after an unsuccessful percutaneous removal procedure. The patient reportedly diagnosed with thrombosis; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient as a prophylactic procedure. Approximately eight years and eleven months post filter deployment, computed tomography (CT) abdomen was performed, it revealed that the filter struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly diagnosed with thrombosis; however, the current status of the patient is unknown.